Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced issues with removing the battery cap from the insulin pump. Prior to this issue, the customer had changed the battery and received the failed battery test alarm on the insulin pump. The customer's blood glucose was 418 mg/dl. The customer treated himself with a manual injection. Troubleshooting was done. The customer was not able to remove the battery cap with a quarter or large screwdriver. Advised customer to discontinue use of the insulin pump if the battery was low. Advised that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.